Event description:
It was reported that balloon ruptured occurred. The target location was located in the superficial femoral artery. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon was damaged without reaching the working pressure and was ruptured. The procedure was cancelled due to this event and local anesthesia was administered. No complications were reported, and the patient was stable.